Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint was caused by a leak. Several components of the breathing system were replaced to correct this leak, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that pressure mode of mechanical ventilation was not working. There was no report of patient involvement.